Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of all subject devices. One reload was opened by the account and ten reloads were sealed in their blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that reload one was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 2 cm cut line indicating the point where the firing had stopped. The anvil clamping mechanism was deformed. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 21 autoclave cycles for both the handle and the adapter. Visual examination of the staple cartridges noted that reloads two -eleven each had a full complement of staples. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra.the idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The reloads were loaded into a pmv representative instrument and adapter for functional testing. For each reload, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reloads were applied to test media. All remaining staples were properly placed and the test media was cleanly transected. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the due to the deformed anvil clamping mechanism. The reported condition was confirmed. A review of all device history record indicates the device lot number was released meeting all quality specifications. Replication of the deformed anvil clamping mechanism may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial firing condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of eleven endo gia¿ 60mm articulating medium/thick reloads. One was opened by the account and ten were sealed in their blister packaging. Visual inspection of the cartridge revealed that reload one was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 2 cm cut line indicating the point where the firing had stopped. The anvil clamping mechanism was deformed. Visual examination of the staple cartridges noted that reloads two -eleven each had a full complement of staples. The reloads were loaded into a pmv representative instrument idrive ultra powered handle 1 and endo gia adapter standard for functional testing. For each reload, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reloads were applied to test media. All remaining staples were properly placed and the test media was cleanly transected. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. A review of all device history record indicates the device lot number was released meeting all quality specifications. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial firing condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the blade of the reload was slowing down while used with an idrive. The staples deployed but did not form correctly. No person injured or jeopardized. Surgery extended by 60 minutes. No blood loss over 500cc's. No change from endoscopic to open surgery. No unanticipated tissue loss or irreversible damage. Seamguard was used in conjunction with this device.